Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redt4612 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "on (B)(6) 2020 we had a faulty introducer in a 4fr sl PICC kit (lot#redt4612). The introducer had a burr on the end and a striated circular line in the middle of the catheter."

Event description:
It was reported "on (B)(6) 2020 we had a faulty introducer in a 4fr sl PICC kit (lot # redt4612). The introducer had a burr on the end and a striated circular line in the middle of the catheter."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath tip is confirmed; however, the exact cause is unknown. One 4.5 fr 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The introducer sheath was observed to be buckled on the dilator approximately 5.1 cm distal to the t-handle. The distal tip of the introducer sheath was observed to be damaged. A microscopic observation revealed the edge of the distal tip of the introducer sheath was split and plastically deformed at multiple locations along its circumference. One edge of the distal tip was observed to be buckled and slightly folded under itself. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use. A lot history review (lhr) of redt4612 showed no other similar product complaint(s) from this lot number.